Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported constant downstream occlusion alarm which was not reproduced due to a system error 306. During the evaluation, the downstream sensor current reading was out of specification without a fluid filled set loaded (high). The cause was determined to be an out of specification downstream sensor, which was replaced.

Event description:
During baxter's evaluation of a spectrum pump, the device constantly displayed the downstream occlusion message. There was no patient involvement.